Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein physician attempted to add a lead, but unable to place the new lead due to scar tissue. The patient was reportedly doing well postoperatively.